Manufacturer narrative:
Product ID neu_ptm_prog, serial# unknown; product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that patient fell about a month ago, and their stimulation had not been the same since this occurred. A sudden loss of stimulation to the patient's back was also noted. Despite reprogramming, impedance testing, and x-rays, it remained unknown whether a cause was determined, or if a product issue existed. All reported impedance readings were within normal limits. Notable symptoms were pain and less than 50% therapy relief at the location of the patient's back. The patient status was noted to be alive with no injury at time of report, but an event outcome remains unknown. Follow-up attempts have been made to obtain this information, and a follow-up report will be sent if additional information is received.